Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse cleaned the s701 sensor and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 08jul2018 to aware date 08aug2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: leak sensor s701 detected; description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported issue is due to crystallization under the wash heater impacting the s701 sensor. Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event.

Event description:
A customer reported to the distributor receiving error message 3021 leak sensor s701 detected while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) and troponin I (ctnl2) patient results. There was no indication of patient intervention, or adverse health consequences due to the delay in reporting.